Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the dust and dirt inside the power supply unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The reported phenomenon occurred during an unspecified procedure and there was no procedure delay. The device was inspected prior to use with no anomalies found.

Manufacturer narrative:
This report is being supplemented to provide additional information from a customer follow-up; updated b5. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus during a unspecified procedure, the light dims and a "check the light source" message appears on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the device was overheating and a e102 (check examination lamp) error message was shown due to the high temperature. Dust and dirt were found inside the power supply unit, and hot air was not coming out from the power supply properly. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.